Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device may be depleting the charge-pak early due to normal device aging. The customer has retained their device. The device has not been returned to physio-control for an evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that the charge-pak icon is displayed on the readiness indicator. It was also reported that when opening the lid on the device, the service wrench icon became displayed and the device did not provide any audio prompts. Without audio prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. After closing and re-opening the lid on the device 2 or 3 times, the service wrench icon disappeared, the charge-pak icon appeared and audio prompts were present. There was no patient use associated with the reported event.

Manufacturer narrative:
Device MFR date of the initial medwatch report (device manufacture date) indicates: august 21, 2005. Device MFR date of the initial medwatch report (device manufacture date) should indicate: september 10, 2003.

Event description:
The customer contacted physio-control to report that the charge-pak icon is displayed on the readiness indicator. It was also reported that when opening the lid on the device, the service wrench icon became displayed and the device did not provide any audio prompts. Without audio prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. After closing and re-opening the lid on the device 2 or 3 times, the service wrench icon disappeared, the charge-pak icon appeared and audio prompts were present. There was no patient use associated with the reported event.